Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was replaced within the initial procedure. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The customer account initially reported that a pcb00 intraocular lens (iol) would not unfold and that the lens was in contact with the patient's eye. It was later confirmed that the lens was replaced with another pcb00 of the same diopter. There was no surgical intervention required, and no patient injury reported. The customer also indicated that the lens is not being returned. No further information was provided.